Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Upon review of the alarm trace, a "reagent short" and "water level decrease" alarm was noted. No further issues were reported after the service actions performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the gear pump pressure. He adjusted the rinse levels for cell blank, rinse, and detergent levels, and cleaned and flushed out a valve. Precision testing was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c 513 analyzer. The initial results were reported outside of the laboratory and questioned by the physician. Patient 1: the sample initially resulted in an hba1c value of 7.1%. A re-collected sample of the patient resulted in an hba1c value of 5.1%. On (B)(6) 2023, the initial and re-collected samples were repeated, resulting each time in a value of 5.1 %. Patient 2: the sample initially resulted in a hba1c value of 7.1 %. The sample was repeated on (B)(6) 2023, resulting in a value of 5.2% the a1cx3 reagent lot was 62958001 with an expiration date of 31-aug-2023.